Manufacturer narrative:
Revision surgery occurred for pt with a total knee implant. Tibial component loosening was identified. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery occurred for pt with a total knee implant. Tibial component loosening was identified.